Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he had intermittent shocks in the area where the battery was implanted. There were no known external or patient factors that may have contributed to the issue. The patient was advised to turn the stimulator down but he stated it did not help. The patient was told to turn the stimulator off until he was seen at an appointment on (B)(6) 2019. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2019 and it was marked as a successful appointment. Therefore, the rep thought the x-ray was performed and accepted as no issue since there were no further follow ups or revisions scheduled. The patient added that they needed an adjustment and an MRI was done to determine if any wires were broken or if the unit moved. The patient confirmed the unit did not move and no breaks were detected. The device wasn't programmed since 2018 so it stopped working for the patient. The rep adjusted it and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that no cause of the event was determined. The patient was scheduled to see their doctor for an x-ray referral. They were advised to keep their stimulator off, and had an appointment the x-ray. Once the x-ray results are received, their pain doctor and the patient will review if the implanted leads had moved. This information had been confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for post lumbar laminectomy syndrome as well as spinal pain. Consumer reported they were feeling stim in their stomach (queasy) and left leg from the hip down at the ins site. This reportedly occurs intermittently. It was reported that they once had stim off for 4-5 days and was still feeling stimulation. They weren¿t sure if this was normal for residual stim. Patient reported they have had bolts and other things in body from previous procedures, some are near ins site. No further complications reported/anticipated.